Event description:
A customer called baxter to report a patient death during therapy on a 1550 hemodialysis machine. The facility assistant nurse manager reported that the patient coded while connected to the machine. Resuscitation was attempted without success and the patient expired. Reportedly, the patient was receiving dopamine (dose, volume and concentration unk). The device has been sequestered. The facility declined to provide additional clinical information. The medical director was contacted, however no further clinical information was provided.

Manufacturer narrative:
The customer did not report any issue with the instrument during the event treatment that may have caused or contributed to the patient's death. However, a baxter field service representative (fs) performed visual and functional inspection of the instrument at the customer location. The instrument event log was downloaded for review by baxter fs representative. The event log contained only data from 12/11/07, no data from the event date was available. The instrument only holds information from one procedure. Then, the fs representative performed a functional evaluation per the instrument functional verification data sheet. The instrument was found within specification according to the manufacturing recommendation. The manufacturing facility has been made aware of this report through baxter's complaint management system. Baxter will continue to monitor similar reports for possible trends. Should additional information become available, a follow-up report will be filed.